Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a patient using the freestyle libre 3 plus continuous glucose monitoring (cgm) system experienced a dangerous device malfunction. Before driving, the device showed a glucose level of approximately 150 mg/dl, which is a safe range with no associated symptoms. Trusting this reading, the patient began driving. During the drive, the patient suddenly lost control of the vehicle, causing significant damage and triggering airbag deployment. Responding paramedics measured the patient¿s blood glucose via fingerstick at 50 mg/dl, a critically low level near loss-of-consciousness range. This comparison value sharply contradicted the adc device reading, indicating the device failed to detect or alert to severe hypoglycemia. The high readings and lack of alarms likely contributed to the event, creating a serious risk to the patient and others. The patient was not physically injured but sustained major property damage." Adc customer service was able to successfully contact the customer, who indicated they will not continue using the product due to inaccuracy of the of readings. Based on the information provided, there was no report of serious injury associated with this event.

Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: "a patient using the freestyle libre 3 plus continuous glucose monitoring (cgm) system experienced a dangerous device malfunction. Before driving, the device showed a glucose level of approximately 150 mg/dl, which is a safe range with no associated symptoms. Trusting this reading, the patient began driving. During the drive, the patient suddenly lost control of the vehicle, causing significant damage and triggering airbag deployment. Responding paramedics measured the patient¿s blood glucose via fingerstick at 50 mg/dl, a critically low level near loss-of-consciousness range. This comparison value sharply contradicted the adc device reading, indicating the device failed to detect or alert to severe hypoglycemia. The high readings and lack of alarms likely contributed to the event, creating a serious risk to the patient and others. The patient was not physically injured but sustained major property damage." Adc customer service was able to successfully contact the customer, who indicated they will not continue using the product due to inaccuracy of the of readings. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc.the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues.if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.all pertinent information available to abbott diabetes care has been submitted.